Event description:
It was reported that a malfunction alarm occurred. Customer¿s blood glucose (bg) level was displayed as "high"; however, specific value was not provided. The customer had not taken any action for the high blood glucose level prior to contacting support. During the support interaction, the customer was assisted with resetting the malfunction code on the pump, and this action resolved the issue. The malfunction did not recur after the reset, and the customer was advised that they could continue using the pump, with instructions to call back if the issue arose again.